Manufacturer narrative:
(B)(4). Date of initial report : 12/11/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation started to come loose from the device during the procedure but did not disengage. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The clear insulation was damaged, causing the device to fail hipot testing. The IFU included with this product cautions to prevent damage to the flexible insulation proximal to the jaws by confirming that the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.